Event description:
After regional anesthesia, rfa went on to 80, the pt felt electric shocks flu. The doctor of intervention dept. Re-setup the power to 80w and target temp to 90. The pt felt electric shocks flu too. So, the doctor of intervention dept. Decided to stop rfa.